Event description:
It was reported the pt experienced pain at the ipg pocket site. The physician reported the pt's ipg appeared to be superficial and recommended the ipg be implanted deeper in the pocket. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014 and the ipg pocket was revised. The pt reported effective coverage post-operative and the reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.